Manufacturer narrative:
B5 - 19-apr-2024 should be corrected to 18-apr-2024. Claim#: (B)(4) .

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vtich12.1; +7.50/+3.5/090 (sphere/cylinder/axis) implantable collamer lens had tore during loading. This occurred on (B)(6) 2024. On (B)(6) 2024 a replacement lens was implanted and this resolved the problem. The cause of the event was reported as unknown.